Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v012713, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v012461, implanted: (B)(6) 2007, product type: lead.

Event description:
A manufacturing representative reported impedance measurements were taken and 4 and 7 read at 59; all other impedance values had read within normal range, 665-1054 ohms. The patient had a fall that could be related to the issue, the patient had a fall and that&#62688;when they had come in. Four and seven were not programmed. Impedance was likely a lead issue but there was only approval to change the implantable neurostimulator (ins) and possibly the pocket adaptor. This was intra-operative on (B)(6) 2016. The ins was replaced and impedance were checked after replacement but they still had issues with electrode 4 and 7. They had programmed around those contacts like before. Patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.